Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that following the implant procedure, the patient experienced severe pain and paralysis in the legs. The physician determined that an epidural hematoma was the cause of the issues. The patient was hospitalized and the device and hematoma were removed. The patient is recovering and will be transferred to a rehabilitation facility.